Event description:
It was reported that, "the hydroset, it did not form into a hard cement like it's supposed to. It stayed kind of soft."

Manufacturer narrative:
The root cause could not be clarified. According to the investigation by the manufacturer, stryker (B)(4), there was not enough information supplied to give a definitive root cause but a potential root cause for this is that the or temperature was outside of the range as specified under the IFU (i.e. 18-22 degrees celsius) which could cause the product to set up too quickly. The retain samples also showed a correctly functioning product when tested according to instruction for use specifications. This complaint can be attributed to inappropriate use handling.